Event description:
Abstract received: fixed-angle locking proximal humerus plate: an evaluation of functional results and implant-related outcomes; pak p, eng k, page rs.; anz journal of surgery (2013) sep 5. Reported: a retrospective analysis of 23 patients with 23 proximal humeral fractures (neer two-, three- and four-part) who were treated with locking proximal humerus plate (synthes). The following complications were reported: one infection, two cases of avascular necrosis, two cases of varus collapse with screw penetration and one non-union. The authors reported the use of the locking proximal humerus plate was an acceptable procedure for treatment of proximal humerus fractures but with a (B)(4) complication rate. This report is for an unknown screw. A copy of the abstract is being submitted with this medwatch. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis.

Event description:
This report is being filed after the subsequent review of the following journal article: pak, p., eng, k. And page, r. (2013). Fixed-angle locking proximal humerus plate: an evaluation of functional results and implant-related outcomes. The purpose of this retrospective study was to evaluate the functional results and implant-related outcomes of the synthes locking proximal humerus plate used to treat proximal humeral fractures. Twenty one patients with 23 proximal humeral fractures were identified between 2004 and 2007; 21 patients were available for clinical review. There were 19 women and four men with average age 63.5 years (range, 39-85); evaluation was a mean of 22 months (range, 6-38). The authors reported an overall complication rate of 30 percent (7/23). Two patients developed avascular necrosis (avn) of the humeral head requiring a hemiarthroplasty. One of these patients was administered systemic steroids for the treatment of temporal arteritis at 8 months post-operatively and also developed avn in the contralateral shoulder. One patient developed a deep infection requiring a washout. There were three cases of varus collapse; two of these had secondary screw perforation necessitating removal. There was one non-union requiring bone grafting and revision internal fixation. This report pertains to a (B)(6) female with a four part fracture who experienced varus collapse and screw penetration, necessitating removal. This report is for an unknown screw. This is report 9 of 9 for complaint (B)(6).

Manufacturer narrative:
The journal article was been attached which was missing from follow-up #1.